Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump user experienced recurring device issues, including the battery not holding a charge. Symptoms included none. Outcomes included none. Investigation included attempts to perform troubleshooting with the user and a review of prior related complaints and activity logs. Investigation of this case revealed inadequate information from the user to complete troubleshooting and a decision to replace the device based on reported battery depletion and performance concerns. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information and inability to complete troubleshooting.